Event description:
A 2.5 x 26mm integrity stent was advanced into a tortuous, calcified artery. The stent was not deployed, and was removed from the patient. When the stent was removed, it was noted that part of the stent had uncoiled and pulled away from the sds. All parts were still intact - nothing left in the body.======================manufacturer response for integrity coronary stent system, integrity rapid exchange coronary stent system======================the company rep will send us follow up to their findings.